Event description:
Pt was injected with hydrelle in the nlf on (B)(6) 2010. About 4 weeks later, the pt had a painful nodule on the left side of her face located on the cheek. Pt returned to the doctor the next day and was advised, it may be an abscess. Blood was drawn from the nodule and the pt was prescribed antibiotics. The next day, the pt worsened and another nodule appeared on the right cheek and pain and swelling under her left eye and her nose felt numb. The doctor injected hyaluronidase to dissolve the hydrelle and drained each nodule. After more than 10 sessions of hyaluronidase injection and drainage. During this time, the pt still had pain and discomfort in both cheeks in the area of the injections. The pt still feels numbness on each side of her nose and may have permanent scarring.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds such as nasolabial folds.